Event description:
It was reported that during normal device change out, fluoroscopy revealed externalized conductors. The lead was capped. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.